Event description:
Graft implanted in 1996 in ilio-femoral position. Was explanted in 2003 after blood leakage through the graft was observed. Two months later it was reported that a replacement graft was thus implanted. Explanted graft was returned to the MFR for analysis. Physician reported the presence of holes in the explanted graft.